Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material came out of the instrument channel, foreign objects in the distal end, foreign objects on knob wire, corrosion in ultrasonic transducer and a chip in the adhesive area between acoustic lens and ultrasound probe. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. A root cause could not be identified for the corrosion and chip in adhesive. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign material came out of the instrument channel, foreign objects in the distal end, foreign objects on knob wire, corrosion in ultrasonic transducer and a chip in the adhesive area between acoustic lens and ultrasound probe. There was no patient involvement.